Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. After the elective replacement indicator alert was cleared, normal device function resumed. No patient symptoms were reported.